Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an upper occlusion sensor out of calibration error; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. The pump was sent in as a final rental return; the customer no longer needs the pump. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of the flo-gard infusion pump with an upper occlusion sensor out of calibration error was confirmed but not reproduced by service. Since this is a stay-in device, the quality engineer concluded that the root cause could not be confirmed and will be coded as not identified. No repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The service history review revealed that the device has not been previously sent into service for the reported condition of ''upper occlusion sensor out of calibration.''